Manufacturer narrative:
Follow-up from (B)(6)-2015: the correct essure lot number is 12564598 instead of r112564598. Ptc investigation result updated received on (B)(6)-2015. The ptc global reference number for this report is (B)(4). Final assessment: lot number: 12564598 - manufacturing date: dec-2012, expiration date: dec-2015 - this lot number was received in follow-up. Lot number 796910 - manufacturing date: nov-2010, expiration date: nov-2013 since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch records and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality defect per se. 8 further ae case report has been received to date with the referred batch (B)(4), none of those cases refer also to a similar lack of efficacy type of event. 8 further ae case report has been received to date with the referred batch (B)(4), of which 1 cases refers also to a similar lack of efficacy type of event. No unusual pattern could be identified. The batch documentation of the reported batches was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on (B)(6)-2015: no new information reported for this first pregnancy. Information received for case number (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced extreme heavy bleeding after the first two coils placed, then after the third coil, it got even worse, only two of three coils were found (location), pain and got pregnant last (B)(6) 2011, which are listed events in the essure reference safety information. She also experienced cyst bursting on right side, had a very large ovarian cyst causing more pain on the right side, hematoma that she was hospitalized for 24 hours and her (B)(6), which are unlisted. The event hematoma that she was hospitalized for 24 hours was considered serious due to hospitalization and the remaining events were considered serious due to medical importance. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. Also, pain may occur during and following the micro-insert placement procedure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test. In this case, 3 months after essure insertion the confirmation test showed the tubes occluded. About 4 months after essure insertion she got pregnant and delivered a (B)(6). A causal relationship between the suspect insert and the reported events cannot be excluded. For cyst bursting on right side, had a very large ovarian cyst causing more pain on the right side and hematoma, causality can be excluded. This case was regarded as incident due to partial hysterectomy and hospitalization. Product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Follow up information received on 12-dec-2014 from consumer: she stated that she have been hurt so deeply; not just physically but emotionally and mentally. She also stated that she felt like a horrible mother, wife, and person in general because she was in much pain every day that she can't hardly do anything, her self-image has been destroyed. No further information was provided. Pregnancy questionnaire received on 05-jan-2015 from physician: patient's height and weight were added. The patient had 5 pregnancies with 4 live births and 1 spontaneous abortion. All deliveries were via c-section; in (B)(6) 2008, (B)(6) 2010, (B)(6) 2012 (pregnancy reported in this case) and (B)(6) 2013 (another pregnancy reported with essure - case: (B)(6). On (B)(6) 2011, essure was inserted for the first time; lot number used was 796910. The patient was 7 weeks post-partum at time of the procedure. On (B)(6) 2013, 12 weeks after her last delivery, another device was inserted in the right side. The lot number used this time was r112564598. The insertion (not clear if the first or second) was considered easy with easy visualization of both tubal ostium. Local anesthesia and cervical dilatation were applied during insertion. The procedure did not take more than 20 minutes and there were no more than 1500cc of fluid loss. The patient was offered and instructed to continue with oral contraceptive pills as back-up contraception until total occlusion confirmation. After the first essure devices insertion, the patient did not have any imaging tests to confirm placement. On (B)(6) 2011, pregnancy was confirmed by blood test; her last menstrual period was on (B)(6) 2011. On (B)(6) 2011, an ultrasound showed pregnancy with 5 weeks and 6 days with expected date of delivery for (B)(6) 2012. On (B)(6) 2012, the patient delivered via c-section due to prolonged contractions (4-10 minutes). She did not have any other complication during pregnancy or delivery. Patient gave birth with 35 weeks of gestational age; the baby had (B)(6) of weight and apgar scores (B)(6) and (B)(6) . On (B)(6) 2013, the hsg was done and showed the right tube patent. On (B)(6) 2013, another hsg was done and showed the tubes completely occluded. On (B)(6) 2014, a hysterectomy and salpingectomy by laparoscopy were done and essure devices removed. During the surgery, devices were seen in corneal region of tubes. Physician stated that the procedure were necessary for abnormal bleeding and failed ablation not for essure removal; according to the physician the patient's condition was not caused or contributed by essure. The pathology test showed benign result. The patient recovered after the surgery and her symptoms resolved. The outcome was reported as good. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced extreme heavy bleeding after the first two coils placed, then after the third coil, it got even worse, only two of three coils were found (location), pain and got pregnant last (B)(6) 2011, which are listed events in the essure reference safety information. She also experienced cyst bursting on right side, had a very large ovarian cyst causing more pain on the right side, hematoma that she was hospitalized for 24 hours and her son born 5 weeks early (premature delivery), which are unlisted. The event hematoma that she was hospitalized for 24 hours was considered serious due to hospitalization and the remaining events were considered serious due to medical importance. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. Also, pain may occur during and following the micro-insert placement procedure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test. In this case, 3 months after essure insertion the confirmation test showed the tubes occluded. About 4 months after essure insertion she got pregnant and delivered a premature baby with 35 weeks of gestation. A causal relationship between the suspect insert and the reported events cannot be excluded. For cyst bursting on right side, had a very large ovarian cyst causing more pain on the right side and hematoma, causality can be excluded. This case was regarded as incident since consumer underwent a partial hysterectomy and was hospitalized. Other non-serious events were reported. Product technical analysis concluded an unconfirmed quality defect, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Follow-up received on (B)(6) 2016 from a lawyer: the legal claim was provided. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by discomfort, including heavy menstrual bleeding, dental problems, chronic fatigue, pain during intercourse, excessive rashes and excessive weight gain. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve them. In or around (B)(6) 2015, plaintiff underwent a partial hysterectomy to remove her essure coils. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. This non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure inserted and experienced extreme heavy bleeding after the first two coils placed, then after the third coil, it got even worse, only two of three coils were found (location), pain and got pregnant last (B)(6) 2011, which are listed events in the essure reference safety information. She also experienced cyst bursting on right side, had a very large ovarian cyst causing more pain on the right side, hematoma that she was hospitalized for 24 hours and her son born (B)(6) early (premature delivery), which are unlisted. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. Also, pain may occur during and following the micro-insert placement procedure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test. In this case, 3 months after essure insertion the confirmation test showed the tubes occluded. About 4 months after essure insertion she got pregnant and delivered a premature baby with (B)(6) of gestation. A causal relationship between the suspect insert and the reported events cannot be excluded. For cyst bursting on right side, had a very large ovarian cyst causing more pain on the right side and hematoma, causality can be excluded. This case was regarded as incident due to partial hysterectomy and hospitalization. Product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. According to additional information, this case became legal.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a (B)(6)-year-old female consumer in united states on (B)(6)-2014 who had essure (fallopian tube occlusion insert) inserted. According to the consumer, she had 2 coils placed in (B)(6)-2011 to prevent pregnancies with lot number 796910. After three months confirmation test, everything was good. In (B)(6)-2011 (reported as (B)(6)-2011), she got pregnant. She knew, because she got sick. Her baby was born on (B)(6)-2012. Her son was born 5 weeks early and spent 8 days in nicu with apnea and eat and breathing problems (case (B)(4)). She had a history of previous pregnancies with hyperemesis. In (B)(6)-2013, it was found that the tube was not closed and the third coil was placed. She also stated that had all kinds of problems and issues since she had the essure placed. She had pain and bloating, hair loss, back pain, joint pain, pelvic pain, abdominal pain, migraines on daily basis, a lot of issues with brain fog and forgetfulness, hot flashes and mood swings. She also had extreme heavy bleeding after the first two coils placed and then after the third coil, it got even worse. She had a period that latest 3 weeks (got a two to three day break and it would started all over again). She had an endometrial ablation to get rid of that june 2014. After that, the bleeding lightened up some but the pattern and pain didn't change, so they ended up doing a partial hysterectomy in august of this year. I had everything removed but the ovaries remained. Two of the three coils were found. A few days later of surgery, she had a hematoma and was hospitalized for 24 hours. She also had a very large ovarian cyst that caused more pain. A surgery was done in (B)(6)-2014 to remove one of the cyst and 500cc of fluid from abdomen (hcp assumed that was from the cyst bursting). They cyst was on the right side and it was also causing bladder issue. She was still having problems with cysts that come in and a large one burst but her doctor did not want to put her under the knife again. Probably, she will have to remove her ovaries. The outcome of the events I had a very large ovarian cyst causing more pain, pain, bloating, hair loss, back pain, joint pain, abdominal pain, pelvic pain, migraines on a daily basis, a lot of issues with brain fog, and forgetfulness was not recovered / not resolved. The outcome of the event I got pregnant last (B)(6) 2011 was recovered / resolved. The product technical complaint investigation and final assessment were received on (B)(6)-2014. The bayer reference number for the ptc report is: (B)(4). Batch number 796910 production date nov-2010; expiration date nov-2013). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality defect per se. (B)(4) further ae case report has been received to date with the referred batch, of which (B)(4) cases refers also to a similar lack of efficacy type of event. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced extreme heavy bleeding after the first two coils placed, and then after the third coil, it got even worse, only two of three coils were found (location), pain and got pregnant last (B)(6) 2011, which are listed events in the reference safety information for essure. She also experienced cyst bursting on right side, had a very large ovarian cyst causing more pain on the right side, hematoma that she was hospitalized for 24 hours and her son born 5 weeks early (premature delivery), which are unlisted. The event hematoma that she was hospitalized for 24 hours was considered serious due to hospitalization and the rest of the events were considered serious due to medical importance. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. Also, pain may occur during and following the micro-insert placement procedure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, three months after essure insertion it was confirmed that the tubes were occluded. About 4 months after essure insertion she got pregnant. A causal relationship between the suspect insert and the reported events cannot be excluded. For cyst bursting on right side, had a very large ovarian cyst causing more pain on the right side and hematoma, causality can be excluded. This case was regarded as incident since consumer underwent a partial hysterectomy and was hospitalized. Other non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is being sought.